Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 620 mg/dl at the time of the incident. Customer reported that current blood glucose was 300 mg/dl. Customer treated for high blood glucose with the pump. Customer reports the following symptoms related to their high blood glucose was vomiting, nausea. The drive support cap appears normal. The customer was assisted with troubleshooting. Customer will not return device for analysis